Event description:
Star total ankle replacement tibial component was exchanged and the sliding core mobile bearing was up-sized to address patient's loss of range of motion.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model # 400-140, lot # 1036091, expiration date: 05/01/2017, device manufacture date: 05/2012. The DHR for part no. 400-140, lot no. 1036091 has no deviations noted. The DHR for part no. 400-262, lot no. 100318/3367 notes that 4 out of (B)(4) pieces were discarded. All released parts were within specification. Company report form notes lack of range of motion even after the removal of the components. Conclusion is patient physiology caused lack of range of motion.